Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets leakage events on (B)(6) 2024. The infusion set was in use for a day and a half for all events. The patient replaced infusion sets and resumed insulin successfully. No further information availabel.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-35076. The initial MDR with manufacturing report number (3003442380-2024-35076) was submitted on december 24, 2024. Upon receiving additional information, the malfunction code was updated from 'leakage (customer states infusion set leaks)' to 'leakage from infusion site (cannula base part/cannula)'. Additional information - this MDR is being submitted to include the below: component code (g). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.